Event description:
It was reported that the tip of the pituitary is broken. The shaft of the instrument separated from the tip. The tip did not break into fragments. No patient complications were reported.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The inferior shaft is broken off at the centerline of the lower pivot pin hole. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload. The above observations are consistent overload of the instrument.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.